Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015 under general anesthesia. According to the complainant, the patient was noted to have a large uterine cavity and a patulous cervix. Approximately seven to eight minutes into the ablation phase of the procedure, fluid was noticed dripping from the two tubing that connects to the sheath. At this point, the physician decided to abort procedure and felt that the patient received a complete ablation. The patient's condition at the conclusion of the procedure was reported to be "fine". On (B)(6) 2015, the following day, the patient reported some burning around the anus area. The patient was advised to treat the area with silvadene cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.